Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: hip revision surgery occurred 5 years after primary cementless total hip arthroplasty. The patient was complaining about pain. The single radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 7 that are suggestive of implant aseptic mobilization. The stem looks slightly undersized and in varus position. This could be due to a particular patient anatomy that cannot be assessed on the basis of the single antero-posterior x-ray available. Aseptic loosening is a possible, literature described adverse event after primary cementless tha and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on (B)(6) 2017. Lot 091202/t: (B)(4) item manufactured and released on 02 february 2011. Expiration date: 2015-12-31. No anomalies found related to the problem.

Event description:
The patient complained of pain. The surgeon suspected it was loose. Intra-operatively it was concluded the stem was loose and it was removed and replaced.